Manufacturer narrative:
The investigation for the console (aic) damage has been completed. Data logs were not informative for this investigation. Console was returned for evaluation and was able to perform as expected but there were two distinctive cracks in the top right. The cause of the cracked housing could not be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) arrived at the customer site damaged following annual preventative maintenance. It was noted that the box the aic arrived in was undamaged. There was no patient involvement.